Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure while impacting the broach handle, the strike plate fractured and sheered off. Another handle was used to complete the procedure. No further complications reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results, which were not complete at the time of the initial medwatch. Examination of the returned device found no evidence of non-conformance. During the evaluation, it was determined that the root cause of the event was most likely the stress of multiple impactions to the distal portion of the strike plate or side impacts to the main body of the broach handle rather than the proximal surface as recommended in the surgical technique.